Manufacturer narrative:
Asil, s., kaya, b., canpolat, u., yorgun, h., sahiner, l., çöteli, c., aytemir, k. (2017). "Septal reduction therapy using nonalcohol agent in hypertrophic obstructive cardiomyopathy: single center experience." Catheterization and cardiovascular interventions, 92 (3), 557-565. Doi: 10.1002/ccd.27442. The onyx will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00437. If information is provided in the future, a supplemental report will be issued.

Event description:
Asil, s., kaya, b., canpolat, u., yorgun, h., sahiner, l., çöteli, c., aytemir, k. (2017). "Septal reduction therapy using nonalcohol agent in hypertrophic obstructive cardiomyopathy: single center experience." Catheterization and cardiovascular interventions, 92 (3), 557-565. Doi:10.1002/ccd.27442. Medtronic literature review found reports of patient complications after onyx embolization. The purpose of this article was to evaluate acute and long-term efficacy and safety of evoh copolymer (onyx) during septal ablation of hypertrophic obstructive cardiomyopathy (hocm). The authors reviewed 25 patients (52% female, mean age 55.8 years) with symptomatic hocm. All patients underwent embolization of the septal artery using onyx 18. All cases were reportedly successful; no technical issues were noted. The article notes the following complications: - 2 patients had complete atrioventricular block, which the article states was the result of ischemic necrosis caused by evoh. The patients underwent permanent pacemaker implantation after 48-72 of the procedure. In long-term follow-up, the patients were not pacemaker dependent and left bundle branch blocked was observed on ECG.